Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the main board and the oxygen blending module were noted to be defect and were replaced to address the issue. Final testing caused a warning to occur and the device. Remained inoperable.